Event description:
The customer reportedly obtained a 58mg/dl and 143mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer reports that he side dosed the test strip. No reported actions taken or treatment rendered. No adverse event reported. The customer is currently using a new vial of strips. He did not provide strip info on the strips used to obtain the discrepant results. The suspected product is unavailable for return; replacement was sent.